Event description:
Related manufacturing report number: 2017865-2022-04232. It was reported that a patient reported to clinic for follow up. Device interrogation revealed noise on the atrial lead. The physician elected to explant and replace the atrial lead. During the procedure, there was insulation damage noticed on the right ventricular (rv) lead; the physician elected to explant and replace the rv lead. The patient condition was stable.